Event description:
Patient was implanted with 4.5mm locking compression plate (lcp) medial proximal tibia plate, washers and screws for a left tibia fracture on (B)(6) 2008. Patient developed osteomyelitis on an unknown date post-operative. On follow-up, decision was made to remove all hardware and place antibiotic cement spacer. Patient was returned to the operating room (or) on (B)(6) 2013 for removal of hardware. The removal of hardware completed without complications. This complaint is on the plate. This is 1 of 11 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm medial proximal tibia plate was processed through the normal manufacturing and inspection operations with one mrr noted. Mrr139064 was generated due to a pitch dimension not meeting specification requirements. This nonconformance was dispositioned as return to supplier, (19) parts were re-inspected and (1) part was scrapped. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance with one mrr reported. Mrr 109580 was generated due to the surface finish not meeting specification requirements for surface finish. Mrr 109580 was dispositioned as use as is, as the surface finish requirement will be achieved after the double disk grind operation has been performed. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.